Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s stimulator was placed in (B)(6) 2013. It was noted that a few days prior to the report, the patient noticed that when he went to recharge, he could only get 2 bars. It was noted that the antenna locate (al) feature was used and the patient could only get 2 bars of coupling. It was noted that no events were associated with this. It was noted that the manufacturing representative could feel or palpate the battery very easily, but there was a lot of adipose tissue and the implant was not sutured down in the procedure. Additional information received reported that an x-ray of the battery was performed and it was flipped. It was noted that the patient had an appointment to try to flip it back over. Additional information received reported that the physician was able to flip it back over and the patient was instantly able to get 8 bars of connectivity with the charger.